Event description:
Implant placed 4/28/97. It failed and was removed 5/29/97.

Manufacturer narrative:
The med history has been returned. If uncontrolled, the pt's diabetes could be a contributing factor in the implant failure.